Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The single board computer was found to be bad and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 displayed communication errors upon initialization. There was no adverse patient involvement reported. There was no patient information reported.